Manufacturer narrative:
E1 initial reporter address: (B)(6).

Event description:
It was reported that catheter issue occurred. The target lesion was located in the left main anterior descending coronary artery. The opticross hd catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, while removing the catheter from the patient the device got stuck with the guidewire and guide catheter. Finally, the entire set up was removed and took another guide catheter, guidewire and new opticross hd. The procedure was completed via alternative method. No patient complications were reported.